Manufacturer narrative:
Corrected: d10. Corrected: h6 - impact code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
D6b - date of explant is estimated. Corrected: d10.

Event description:
Additional information indicated patient underwent surgical intervention on an unknown date wherein the entire system was explanted to address the issue.

Event description:
It was reported patient's lead had fractured which was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.